Event description:
It was reported that the external pulse generator (epg) was not sensing properly while connected to the patient. Another epg was used. Of note, the patient was reported to be "fine." The biomedical engineer (be) received the epg and will test it once the testing equipment is determined and will call technical services back for instruction. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).